Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) inserted into a hemodialysis catheter for evaluation. The components showed evidence of use in the form of dried blood. Visual examination revealed the guide wire is unraveled from the proximal weld and is kinked/distorted in several locations along the body. The proximal end of the core wire out of the coil wire. The returned catheter shows evidence of use but no obvious defects or anomalies. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the proximal weld. The exposed proximal core wire tip is tapered and discolored at the point of separation. Both welds were present and appeared full and spherical. Microscopic examination of the catheter and insertion components did not reveal any defects or anomalies. The major kinks in the guide wire body were measured at 205 mm, 240 mm, 275 mm, 286 mm, 325 mm, 532 mm, and 650 mm from the proximal tip. The broken core wire measured 683 mm in length, which is within the specification of 678-688 mm per guide wire product drawing; therefore no pieces of the core wire appear to be missing. The outside diameter of the guide wire measured 0.856 mm which is within the outer diameter specification of 0.838-0.877 mm per guide wire product drawing. The catheter body length measured 266 mm which is within the specification of 257-277 mm per catheter product drawing. A lab inventory guide wire of same diameter as that supplied in kit 0.877 mm (measured 0.843 mm) passed through the distal extension line and catheter body of the returned catheter with minimal resistance. A manual tug test confirmed that the distal weld was intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. The guide wire and catheter met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "happened in the resuscitation department, during the insertion of the catheter, the guide got stuck and the user had to force to remove it, so the guide unraveled. Clinical consequence was reported as "appearance of a accidental exposure to blood (aeb)". Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "happened in the resuscitation department, during the insertion of the catheter, the guide got stuck and the user had to force to remove it, so the guide unraveled. Clinical consequence was reported as "appearance of a accidental exposure to blood (aeb)". Additional information was requested, but was not available at the time of this report.